Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info is available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the device broke. There was no patient injury reported. No additional info was provided. Olympus followed up with the user facility regarding the reported event via email and phone, but with no results.